Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during chemotherapy of taxol, the product leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The sample was spiked into an IV container and allowed to run via gravity. During this functional testing, it was noted that the sample was found to be leaking from the lower hole of the air eliminating filter. To investigate further, all samples and information were forwarded to our supplier. Per the investigation performed by the supplier, this leakage is attributed to "wetting out," which is likely a result of interactions between the component material and disinfecting solutions used. As stated by our supplier, "if aqueous solutions with a surface tension close to or similar to water (27 dynes) contact the ptfe membrane, the filter housing will burst before the ptfe membrane is wetted. If solutions with a surface tension close to 27 dynes are used, wetting pressures typically experienced during infusion therapy will be observed. If the surface tension of the fluid is lower than 27 dynes, the ptfe membrane will be wetted relatively easily. From our experience, it is believed most hospitals use a 70% ipa solution for disinfectant purposes, and this has a surface tension of ~23 dynes." It was determined that this is the most likely root cause of the observed leakage. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.